Event description:
It was reported that during device evaluation conducted at the manufacturer facility the device ran faster in standard position than fast position. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.